Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr performed an evaluation and was unable to confirm or duplicate the reported event. As a pre-caution measure, the fsr reset the battery charge circuit, calibrated the device and tested the device per service specifications.

Event description:
The customer reported that their vela ventilator's fio2 setting was changed and the screen went blank during patient-use. The customer reported the ventilator continued to operate, however, the patient was switched to the new ventilator. The customer reported there is no patient consequence associated with the event.